Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unknown antibiotics (dose, frequency, route and duration not reported). The patient was discharged five days after admission. The patient did not recover from this peritonitis event. On an unreported date the pd catheter was removed. At the time of this report the patient was performing hemodialysis. No additional information is available.